Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. Upon interrogation, the right ventricular lead exhibited high impedance. No intervention or patient symptoms were reported. The patient would continue to be monitored.